Manufacturer narrative:
This report is submitted on sept 10, 2021.

Event description:
Per the clinic, the patient experienced an infection (folliculitis) at the wound site which was treated with IV antibiotics. The patient underwent revision surgery on (B)(6) 2021 where the abutment was removed to have an osia placed on the internal fixture.

Event description:
Correction: it was reported that the patient was treated with topical antibiotics (specific date and duration not reported) and not IV as previously reported. Additional information: per the clinic, it was reported that the abutment was removed under general anaesthetic.